Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have failures with eeprom u6 and with the external flash memory. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. The test strips were returned; however, testing was not performed since the alleged issue pertains to a meter issue only. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a follow up report.

Event description:
On (B)(6) 2012, the lay-user/patient's mother contacted lifescan from (B)(4) alleging an error 1 issue with a one touch verio pro meter. The patient's mother did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's mother claimed that the meter had an error 1 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's mother did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.